Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported performing the load fill tubing sequence while connected to the site. Tandem technical support educated customer to not be connected to the pump during the fill tubing process per the user guide. Customer's blood glucose displayed "high" at time of event. Customer addressed elevated blood glucose with a correction bolus via the pump customer reported using fiasp insulin. Customer was informed that using fiasp is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.